Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced fungal peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. On an unreported date in the month prior to the receipt of this report, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecific drug(s) orally (medication, dosage, frequency, and duration not reported), intravenously (medication, dosage, frequency, and duration not reported), and intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis catheter was withdrawn and peritoneal dialysis therapy was discontinued. On an unreported date, the patient was temporarily transferred to hemodialysis therapy. Hospitalization was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.